Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration and perforation of the essure device through the uterine wall") and pelvic pain ("chronic pelvic pain") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient started essure. In 2011, the patient experienced uterine perforation (seriousness criteria medically significant and clinically significant/intervention required), pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), abdominal pain ("cramping") and abdominal pain lower ("lower quadrant pain"). The patient was treated with surgery (pelvic surgery to try and alleviate the symptoms performed on (B)(6) 2012) and surgery (pelvic surgery to try and alleviate the symptoms performed on (B)(6) 2012). At the time of the report, the uterine perforation, pelvic pain, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered uterine perforation, pelvic pain, abdominal pain and abdominal pain lower to be related to essure. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain. It was reported the occurrence of migration and perforation of the essure device through the uterine wall. She underwent a pelvic surgery to try and alleviate the symptoms. The events are anticipated according to the reference safety information for essure. Pelvic pain and uterine perforation may occur with essure therapy. In this case, the exact date and mechanism of uterine perforation are not known. Based on their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious event was reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/ perforation/breaking of the essure device through the uterine wall/ perforation of organ/migration of essure device"), device breakage ("breaking of the essure device through the uterine wall") and genital haemorrhage ("heavy prolonged bleeding") in a 37-year-old female patient who had essure (batch no. 867590) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2011, the patient experienced abdominal pain lower ("cramping/lower quadrant pain/ severe cramping/ abdominal pain lower"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 1 year 1 month after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating") and dyspareunia ("painful intercourse"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy) and surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, device breakage, genital haemorrhage, abdominal pain lower, abdominal distension and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, device breakage, dyspareunia, genital haemorrhage and uterine perforation to be related to essure. Diagnostic results: on (B)(6) 2012, ultrasound scan revealed failure of essure tubal ligation with essure device, protruding through the uterine wall. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-apr-2018: lot number added and lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("breaking of the essure device through the uterine wall"), uterine perforation ("migration/ perforation/breaking of the essure device through the uterine wall/ perforation of organ/migration of essure device") and genital haemorrhage ("heavy prolonged bleeding") in a 37-year-old female patient who had essure (batch no. 867590,857580) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2011, the patient experienced abdominal pain lower ("cramping/lower quadrant pain/ severe cramping/ abdominal pain lower"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 1 year 1 month after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating") and dyspareunia ("painful intercourse"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy) .essure was removed on (B)(6) 2012. At the time of the report, the device breakage, uterine perforation, genital haemorrhage, abdominal pain lower, abdominal distension and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, device breakage, dyspareunia, genital haemorrhage and uterine perforation to be related to essure. Diagnostic results: on (B)(6) 2012, ultrasound scan revealed failure of essure tubal ligation with essure device, protruding through the uterine wall. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Reporter information was added. Lot number was updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device breakage ("breaking of the essure device through the uterine wall"), uterine perforation ("migration/ perforation/breaking of the essure device through the uterine wall/ perforation of organ/migration of essure device") and genital haemorrhage ("heavy prolonged bleeding") in a 37-year-old female patient who had essure (batch no. 867590-invalid,857580-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2011, the patient experienced abdominal pain lower ("cramping/lower quadrant pain/ severe cramping/ abdominal pain lower"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 1 year 1 month after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating") and dyspareunia ("painful intercourse"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy).essure was removed on (B)(6) 2012. At the time of the report, the device breakage, uterine perforation, genital haemorrhage, abdominal pain lower, abdominal distension and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, device breakage, dyspareunia, genital haemorrhage and uterine perforation to be related to essure. Diagnostic results: on (B)(6) 2012, ultrasound scan revealed failure of essure tubal ligation with essure device, protruding through the uterine wall. (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breaking of the essure device through the uterine wall'), uterine perforation ('migration/ perforation/breaking of the essure device through the uterine wall/ perforation of organ/migration of essure device/uterine perforation') and genital haemorrhage ('heavy prolonged bleeding') in a 37-year-old female patient who had essure (batch no. 867590-not valid,857580-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". In 2011, the patient experienced abdominal pain lower ("cramping/lower quadrant pain/ severe cramping/ abdominal pain lower"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, 1 year 1 month after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), migraine ("migraine"), headache ("headaches") and hypertension ("hypertension"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, uterine perforation, genital haemorrhage, abdominal pain lower, abdominal distension, dyspareunia, abdominal pain, psychological trauma, migraine, headache and hypertension outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, device breakage, dyspareunia, genital haemorrhage, headache, hypertension, migraine, psychological trauma and uterine perforation to be related to essure. The reporter commented: patient received treatment for pelvic pain/chronic pain, abdominal pain, psychological trauma, migration, uterine perforation, migraine, headaches, hypertension. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: results: failure of essure tubal ligation.. Diagnostic results: on (B)(6) 2012, ultrasound scan revealed failure of essure tubal ligation with essure device, protruding through the uterine wall. 867590-not valid, 857580-not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received- new events abdominal pain, psych injury, migraine, headaches, hypertension and patient did not undergo essure confirmation test were added. Incident- no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/ perforation/breaking of the essure device through the uterine wall/ perforation of organ"), device expulsion ("migration/ perforation/breaking of the essure device through the uterine wall/ migration of implant"), device breakage ("migration/ perforation/breaking of the essure device through the uterine wall") and genital haemorrhage ("heavy prolonged bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2011, 65 days before insertion of essure, the patient experienced abdominal pain lower ("cramping/lower quadrant pain/ severe cramping/ abdominal pain lower"). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating") and dyspareunia ("painful intercourse"). The patient was treated with surgery (pelvic surgery to try and alleviate the symptoms performed on (B)(6) 2012). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, device expulsion, device breakage, genital haemorrhage, abdominal pain lower, abdominal distension and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, device breakage, device expulsion, dyspareunia, genital haemorrhage and uterine perforation to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: event heavy prolonged bleeding, bloating, painful intercourse was added and event lower abdominal pain, chronic pelvic pain, perforation of organ, migration of implant, pain was clubbed with previously reported event. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/ perforation/breaking of the essure device through the uterine wall"), device dislocation ("migration/ perforation/breaking of the essure device through the uterine wall") and device breakage ("migration/ perforation/breaking of the essure device through the uterine wall") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced abdominal pain ("cramping"). In 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower quadrant pain/ severe cramping"). The patient was treated with surgery (pelvic surgery to try and alleviate the symptoms ). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, device dislocation, device breakage, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device breakage, device dislocation and uterine perforation to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 15-sep-2017: f/u-summons received- event device breakage added and the event amended to migration/ perforation/breaking of the essure device through the uterine wall. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 2-feb-2017: quality safety evaluation of ptc. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain. It was reported the occurrence of migration and perforation of the essure device through the uterine wall. She underwent a pelvic surgery to try and alleviate the symptoms. The events are anticipated according to the reference safety information for essure. Pelvic pain and uterine perforation may occur with essure therapy. In this case, the exact date and mechanism of uterine perforation are not known. Based on their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious event was reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.